Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - (B)(6) kg. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Patient height reported to be 5 feet 2 inches. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the 6fr angio-seal device. Additional information was received on 01jul2020. Lower extremity angiogram, antegrade left femoral artery access with 6fr sheath placement. The involved angio-seal vip was used to close the vessel at end of the procedure, this caused occlusion of the vessel. The patient was taken to the or for groin cutdown and manual removal of the angio-seal with endarterectomy and thrombectomy. Surgical intervention was required; the patient was discharged five days later.